Event description:
On 13th of july 2022, getinge became aware of an issue with powerled surgical light. As it was stated, the light lens cracked and some pieces of those lens were found to be missing. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated, the light lens cracked and some pieces of those lens were found to be missing. There was no injury reported however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination. According to the information provided by getinge technician, the damaged lens was removed and replaced. The equipment was released in good working order. It was established that when the event occurred, the surgical light did not meet its specification due to cracked underside cover, which led to missing particles and as a result contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of missing particles from the underside cover is very low. As per expertise performed by the subject matter expert at manufacturing site. The light head underface is broken and a part is missing. According to the pictures provided this is the result of a shock with another device. Indeed, this breakage is very localized and a chemical stress would have generated cracks only. In the user manual for powerled (IFU 01581 en 09) in chapter 4.1 it is mentioned that check of the lightheads for chipped paint, impact marks and any other damage should be performed on daily basis. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).